Event description:
The device was received with a note indicating it was leaking oil. There was no patient involvement reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The device was received with a note indicating it was leaking oil. There was no patient involvement reported with this event.